Event description:
It was reported through a scientific article that a vns patient experienced emotional changes. The patient is a male who was (B)(6) when the study for the article was performed. He came to an emergency warden due to behavioral changes. The article indicated the patient having felt more nervous and aggressive as the output current was increased, which caused him a deep emotional impact. The patient requested to have his generator explanted which was done in (B)(6) 2001. At the moment, the cause of the emotional changes is unknown as good faith attempts to obtain further information from the author have been unsuccessful to date.